Manufacturer narrative:
The investigation did not identify a product problem. The cause of the event could not be determined.

Manufacturer narrative:
The cobas e411 rack serial number was (B)(6).

Event description:
There was an allegation of questionable elecsys ige ii immunoassay results from the cobas e411 rack analyzer. The initial result was 0.5 iu/ml. On (B)(6) 2024, the result from another laboratory was "allergy(+)". The clinician inquired about the results and the customer repeated the original sample with a result of 2500 iu/ml.